Event description:
It was reported that the cot dropped because the customer missed the hook when removing the cot from the ambulance. The customer had the hook shifted off to the side instead of in the middle of the ambulance. There was no patient involvement or adverse consequences.